Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the user tried to inflate the foley catheter balloon before use, it did not inflate, so the user refrained from using it.

Event description:
It was reported that when the user tried to inflate the foley catheter balloon before use, it did not inflate, so the user refrained from using it.

Manufacturer narrative:
The reported event was confirmed manufacturing related. The device had not met specifications. The product was not used for patient treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing catheter with cut portion of inlet tubing. Visual inspection of the sample noted that the balloon was inflated upon receival of sample. Attempted to deflate balloon and solution could not be withdrawn. Dissected balloon and found that the notch was not perforated completely. This does not meet specification which states "verify that the eye punches are complete and notch according to the applicable drawing". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. Labeling review is not required because labeling could not have prevented this issue. Correction- d, g, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected